Manufacturer narrative:
As reported in the initial MDR, the complaint of the cable breaking was confirmed; therefore, the accessory was sent to our parent company, erbe elektromedizin gmbh (germany), for a more in-depth analysis. They reported and stated the following: 1. The cable was processed / reprocessed and used 23 times. 2. A visual examination of the cable revealed that the angled instrument connector had broken directly after the kink protection. The insulation of the cable at the break looked clean with no melting or burning. The copper conductor looked corroded, and a little bit melted at the breach. It appears that the cable was subjected to frequent and/or intense bending stress at the point of the break. This stress probably caused a crack in the insulation. The corrosion of the copper strand was most likely caused by cleaning fluid that had penetrated the cable. The continued bending stress then caused the copper strand to break, resulting in a local overheating, and the sudden breakdown of the cable. Since the cable in this area must be very flexible, such mechanical overstress cannot be completely avoided. For this reason, per the notes on use, users are required to check the cable for damage of the insulation and are recommended to check the electrical conductivity (interruption) before each use. The account is being aware of the findings and erbe is closing the file on this event.

Event description:
It was reported that an incident occurred with the bipolar connecting cable during a transurethral resection of the prostate (turp). The cable was used with an erbe electrosurgical model vio 3, olympus resectoscope with olympus working element, and a pss medium loop. The esu settings were mode highcut bipolar, effect 8 and mode softcoag, effect 5. During the procedure, the cable at a connector end split into two (2) pieces and burned the physician's hand. No information was provided to erbe regarding the severity of the burn, or any treatment given to address the injury.

Manufacturer narrative:
The bipolar connecting cable was returned and evaluated. As reported, the accessory's cable/cord had broken near a connector end. A microscopic examination of the break of the cable revealed that there was no melting or burning of the insulation, but there was melting of the copper conductor/wiring at the breach. However, no determination could be made as to the cause(s) of the breakdown of the cable's integrity. Therefore, the bipolar connecting cable is being returned to our parent company, erbe elektromedizin gmbh (germany), for a more in-depth analysis. No anomalies were found in the review of the device history record (DHR) for the lot of the bipolar connecting cable. If any conclusive determination is made by erbe germany as to the cause(s) of the reported issue, then a follow-up MDR will be filed. Finally, the account will be made aware of the findings.

Event description:
It was reported that an incident occurred with the bipolar connecting cable during a transurethral resection of the prostate (turp). The cable was used with an erbe electrosurgical model vio 3, olympus resectoscope with olympus working element, and a pss medium loop. The esu settings were mode highcut bipolar, effect 8 and mode softcoag, effect 5. During the procedure, the cable at a connector end split into two (2) pieces and burned the physician's hand. No information was provided to erbe regarding the severity of the burn, or any treatment given to address the injury.